Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? (B)(6), 40.4 bmi. What were current symptoms following the index surgical procedure? Soreness, pain and inflammation post delivery, tear abs suture placement . Onset date? (B)(6) 2018 delivery date, began to notice pain and increased inflammation with tissue redness and slowed healing 2 weeks post delivery. Please describe the reaction process. Did it start gradually or sudden? Gradual, at one week check healing looked to be on track per obgyn and urogynecologist, at 4 weeks postpartum pts obgyn noted slowed healing with increased inflammation and could feel sutures yet her body started to absorb them. She was given kenalog injection that morning due to hives from her primary care doctor, obgyn thought she might be allergic to vicryl. At 5 weeks postpartum she continued hives and obgyn removed as many sutures as he could feel and none were dissolved. She was put on a steroid medrol dose pack (6 days), two days later her obgyn gave her localized kenalog injection at posterior introitus for inflammation and to help with healing. Hives continued and at 7 weeks postpartum she saw an allergist who believes hives are related to hormones (have her zyrtec and singular for itching) and progesterone surges and is unrelated to vicryl sutures however given her reaction to the sutures informed her to list vicryl as an allergy and not to have vicryl sutures used with future procedures. Her perineal area is healed and not very painful now. Her hives are lessening as well. Did the reaction spread from the perineal area? -the reaction did not seem to spread from perineal area, at this point it appears the vicryl reaction and hives are unrelated. Other relevant patient history/concomitant medications? Unsure. Product code and lot #? Unsure. If applicable, will product be returned, return date, tracking information? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? He thinks she¿s allergic to vicryl and referred her to allergist (see above response). What is the patient¿s current status? See above response.

Event description:
It was reported that the patient had perineal tear during vaginal delivery on (B)(6) 2018 and suture was used. It was reported that the patient experienced a gradual onset of symptoms. At one week, the patient was checked and healing looked to be on track per obgyn and urogynecologist. At 4 weeks postpartum, the obgyn noted slowed healing with increased inflammation and could feel sutures. It was reported that the patient experienced soreness, pain, localized inflammation with tissue redness in the vaginal and perineal area and slowed perineal healing rate. The patient felt a poking sensation when they touched the area where the suture was. The patient has a red dye allergy and the obgyn put the patient on a medriol steroid dose pack (6 days). The obgyn opined that patient may be allergic to the suture. At 5 weeks postpartum, obgyn removed as many sutures as he could feel and none were dissolved. Two days later, the patient¿s obgyn administered a localized kenalog injection at posterior introitus for inflammation and to help with healing and inflammation with the perineal tear site. The patient is being treated by a physical therapist, who is working with the patient on scar tissue and the internal muscle spasms. At 7 weeks postpartum, the patient was treated by an allergist to opined that patient¿s hives are related to hormones and progesterone surges and is unrelated to suture. The patient was administered zyrtec and singulair for itching. It was reported that the allergist informed the patient to list the suture as an allergy and not to have the sutures used in future procedures, given the patient¿s reaction to the sutures. It was reported that the physician opined the reaction did not seem to spread from perineal area, and it appears the suture reaction and hives are unrelated. It was reported that the patient¿s perineal area is healed and not very painful now and hives are lessening as well. No additional information was provided.